Event description:
Dr states there was no primary stability when he went to place the implant. Non-integration.

Event description:
Doctor states there was no primary stability when he went to place the implant.non-integration.